Manufacturer narrative:
E1: establishment name: (B)(6) hospital, (documented here due to character limitation in respective field). The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, that when the start button on the insufflation unit was pressed, an error sound was heard. The front panel went off and the device stopped working. The issue occurred, during routine inspection. And there were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been more than 3 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's complaint was confirmed. Based on the investigation results, it is presumed that the air supply operation stopped and the front-panel light-emitting diode turned off when the error beeps due to the detection of an error in the pressure sensor on the main board. The cause could not be identified. Olympus will continue to monitor field performance for this device.